Manufacturer narrative:
Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. A complaint history check was performed, and this is the 11th related complaint reported with the defect/condition of needle retraction failure with lot #8192723 regarding item #382523. A total of (B)(4) units were manufactured on afa line 12 from 13jul18 through 18jul18. Review of DHR revealed were 3 instances where the challenge samples were not noted as pass or fail (reject wedge challenge, plug depth attribute challenge and splay lube challenge), of which none were related to this incident. All required set-up and in process testing was performed in accordance with the quality plans. These non-recorded (pass/fail) challenges are been addressed by the qe. Review disclosed one non -related qn was initiated; disposition, root cause and corrective actions were applied as per control plan. Investigation conclusion: the defect needle retraction failure; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Root cause description: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle wouldn't retract after starting the IV.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle wouldn't retract after starting the IV.